Event description:
On (B)(6) 2018 I had a procedure called stretta to treat my acid reflux. Based on my research online, I was told that the procedure was practically risk free. However, the procedure resulted in me developing gastroparesis (paralyzed stomach) and now I suffer from debilitating nausea. My doctor had hoped that it would resolve in 2 months, but now it has been 4 months with no improvement. There's a facebook group online, where another doctor by the name of (B)(6) promotes the procedure and claims that stretta has only ever resulted in 4 cases of gastroparesis, which all resolved within a matter of months. I don't think that this information is accurate or true. Based on the feedback that I've read in the 2000 member group, it doesn't seem like stretta is effective at all. And based on my experience and the experience of others who have posted in the group, I'm worried that the procedure may be a risky sham. Unknown - I don't know the name of the device used in the stretta procedure.